Manufacturer narrative:
After installation battery, unit received with constant hardware low level failure alarm, problem isolated to electronic assembly. Unable to perform displacement and self test or communicate to sensor simulator, blood glucose meter due to hardware low level failure alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failures error alarm. The customer stated they were able to clear the alarm and to complete the rewind process. Customer performed fill cannula and delivery was successful. Customer sated that fill cannula was recorded in daily history. Customer also stated because of error meter & sensor is no longer communicating to insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.